Event description:
Reporter indicated that upon receiving a safety alert letter regarding potential short circuits in the lead, she was certain that the patient had a short circuit. The reporter had previously indicated that the patient has a shocking sensation in the neck, and had also denied that there was a shocking sensation, but that the patient felt a tightness in left pectoral region when the left arm was raised, and is now again alleging that the patient feels a shocking sensation. All attempts for more information, including programming history, so as to confirm or rule out a shor circuit, have been unsuccessful to date.